Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or sue error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore, the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The following information was received from (B)(4) and is a spontaneous report by a consumer from india of peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized. Remedial treatment was reported to be reflin and tobramycin and ongoing. The peritonitis was resolving. The consumer stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been investigated through CAPA.